Event description:
Orig. Surg. 2006. Allegedly manipulation under anesthesia for arthrofribrosis possibly related to device.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon and the user facility. Trends will be evaluated. This report will be amended when the investigation is complete. A medwatch 3500a form has not been received from the user facility. Event device code is addressed in package insert. This is the same event as 1043534-2006-00108, 00109, 00110.